Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and yellow biological tissue in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior, broken crease sharp on radius, crease fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A broken crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported rupture. This record relates to the left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record relates to the left device. The device has been explanted.